Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice in september 2018, which was expanded in june 2021, regarding a subset of devices in the accolade pacemaker family that has an elevated potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population. This report includes coding updates to h6 as well as notice of inclusion of device in advisory population. There is also additional contact information for the initial reporter.

Event description:
It was reported that this pacemaker had reached explant status in less than five years from implant and the power consumption of this device was at 298%. A data analysis was requested. The health care professional (hcp) indicated that they are changing the device out. Additional information indicated that the device was explanted and replaced. No additional adverse patient effects were reported. The device was then returned and analyzed. A detailed analysis confirmed the identified high current drain was a result of compromised capacitors due to the presence of excess hydrogen in the device case.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific has issued a field safety notice regarding a subset of pacemakers in the accolade product family that has an elevated potential of exhibiting this behavior. This particular device was not included in the hydrogen induced premature depletion advisory population. However, this capacitor behavior can still occur in non-advisory devices.

Event description:
It was reported that this pacemaker had reached explant status in less than five years from implant and the power consumption of this device was at 298%. A data analysis was requested. The health care professional (hcp) indicated that they are changing the device out. To date, the device remains in service. No adverse patient effects were reported. Additional information indicated that the device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker had reached explant status in less than five years from implant and the power consumption of this device was at 298%. A data analysis was requested. The health care professional (hcp) indicated that they are changing the device out. To date, the device remains in service. No adverse patient effects were reported.